Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that both this right ventricular (rv) lead and the right atrial (ra) lead had become dislodged from this patients implantable cardioverter defibrillator (ICD) due to an unknown reason. The physician requested analysis as this was the second set of leads that had dislodged from the ICD. It was suspected with the last set of leads that this patient had twiddler's syndrome however not confirmed. This patient had started performing pushups around the time of the first low out of range pace impedance measurement. Xray imaging was performed which was difficult to see as the image was rotated. Technical services (ts) recommended if a revision procedure was going to occur to perform a tug test. A request was made to have data from the ICD analyzed. Data confirmed there has not been any recorded faults or lead impedance alerts. There are no clear issues in the ICD data. Ultimately, a revision procedure took place and the pocket was opened which revealed this patient had twiddled the leads. A fracture in the pocket was observed. Both this rv lead and the ra lead were explanted and replaced with new leads. The rv lead remains implanted. No additional adverse patient effects were reported. Additional information was received that after the second revision procedure of the ICD, when this rv lead was implanted, there was a hematoma issue which required a drainage tube for two weeks, causing severe pain and hospitalizations. Additionally, it was noted this patients heart rate had exceeded 120 beats per minute and the ICD did not pace.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that both this right ventricular (rv) lead and the right atrial (ra) lead had become dislodged from this patients implantable cardioverter defibrillator (ICD) due to an unknown reason. The physician requested analysis as this was the second set of leads that had dislodged from the ICD. It was suspected with the last set of leads that this patient had twiddler's syndrome however not confirmed. This patient had started performing pushups around the time of the first low out of range pace impedance measurement. Xray imaging was performed which was difficult to see as the image was rotated. Technical services (ts) recommended if a revision procedure was going to occur to perform a tug test. A request was made to have data from the ICD analyzed. Data confirmed there has not been any recorded faults or lead impedance alerts. There are no clear issues in the ICD data. Ultimately, a revision procedure took place and the pocket was opened which revealed this patient had twiddled the leads. A fracture in the pocket was observed. Both this rv lead and the ra lead were explanted and replaced with new leads. The rv lead remains implanted. No additional adverse patient effects were reported. Additional information was received that after the second revision procedure of the ICD, when this rv lead was implanted, there was a hematoma issue which required a drainage tube for two weeks, causing severe pain and hospitalizations. Additionally, it was noted this patients heart rate had exceeded 120 beats per minute and the ICD did not pace.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that both this right ventricular (rv) lead and the right atrial (ra) lead had become dislodged from this patients implantable cardioverter defibrillator (ICD) due to an unknown reason. The physician requested analysis as this was the second set of leads that had dislodged from the ICD. It was suspected with the last set of leads that this patient had twiddler's syndrome however not confirmed. This patient had started performing pushups around the time of the first low out of range pace impedance measurement. Xray imaging was performed which was difficult to see as the image was rotated. Technical services (ts) recommended if a revision procedure was going to occur to perform a tug test. A request was made to have data from the ICD analyzed. Data confirmed there has not been any recorded faults or lead impedance alerts. There are no clear issues in the ICD data. Ultimately, a revision procedure took place and the pocket was opened which revealed this patient had twiddled the leads. A fracture in the pocket was observed. Both this rv lead and the ra lead were explanted and replaced with new leads. The ICD remains implanted. No additional adverse patient effects were reported.